Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the loose or detached component likely occurred due to physical stress and/or user handling. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope. Before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing the scope failed leak testing due to a loose or detached component. The instrument channel port was also noted to be tilting. There was no patient involvement.

Manufacturer narrative:
The inspection of the returned device confirmed the customer¿s complaint of a ¿ leak¿ that was noted at the scope¿s bending section (a-rubber) due to a hole and a cut was found on the charge coupled device (ccd) shrink tube. The scope¿s distal end was detached. The scope¿s ID chip showed 385 total uses. The control know was loose, and the insertion tube was crushed, which was attributed to physical damage and mishandling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.